Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using the pump for insulin therapy "insulin is slower to react". Customer's blood glucose was 270-288 mg/dl. Customer declined tandem technical support's offer to troubleshoot and reportedly, discussed event with their healthcare provider.